Event description:
A consumer began using three small strips per denture of effergrip denture adhesive cream (carboxymethylcellulose sodium, maleic anhydride, methyl vinyl ether) once per day "a couple years ago" for their dentures (start date unspecified). They reported that they have been having rashes on and off (start date unspecified). Beginning in 2005 (exact date unspecified), they began having serious rashes and have made several visits to the emergency room. In 2005, the consumer had another rash and was admitted to the hospital for one night. The event was treated with unspecified antibiotics. As of 2 days later, product used continued and the event had not yet resolved. There was no further information available at the time of the report.